Event description:
Customer reported that the insulin pump alarmed motor error multiple times during prime. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer was already in the process of upgrading her insulin pump but needed to report that she has been experiencing high and low blood glucose and the insulin pump rewinds automatically. Blood glucose value is 298 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.